Event description:
It was reported during the implant procedure, the physician the stylet would not advance properly through the lumen of the lead after several attempts. Consequently, the lead was replaced. A same model lead was implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Visual analysis revealed a little blood in the distal coil at the connector. Lead accessory/stylet test was completed with passing results.